Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard experienced catheter splitting/cracking/shearing/fraying during use. The following information was provided by the initial reporter: material no.: 381511 batch no.: unknown. Infant had to get a new IV, nurse was trying to advance catheter and needle, nurse felt resistance. Nurse then pulled out the IV catheter and noticed that the IV catheter had frayed inside of infant. Rn pulled back the needle since we believed we were in the vein but had no flash back. Then tried to move the catheter and it wouldn't move. We took it out and saw the catheter was frayed.

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text .

Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 24g x 0.56in (0.7 x 14 mm) insyte autoguard experienced catheter splitting/cracking/shearing/fraying during use. The following information was provided by the initial reporter: material no.: 381511, batch no.: unknown. Infant had to get a new IV, nurse was trying to advance catheter and needle, nurse felt resistance. Nurse then pulled out the IV catheter and noticed that the IV catheter had frayed inside of infant. Rn pulled back the needle since we believed we were in the vein but had no flash back. Then tried to move the catheter and it wouldn't move. We took it out and saw the catheter was frayed.